Manufacturer narrative:
The actual sample is reported to be available, but has not yet been received by the manufacturer; however, a photograph of the device was provided. A review of the device history record is in-progress. All information reasonably known as of 28-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). Device not returned, photos provided.

Event description:
It was reported, "during insertion the tip separated from the connector and went into the [abdominal] cavity." The patient went to surgery to remove the foreign body and have another peg tube inserted.

Manufacturer narrative:
The device history record for the reported lot number, 30105411, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample was received and evaluated. The sample received was the dilator sheath with heat shrink tubing attached. The removable peg tube, with bumper, was not received. Visual inspection was performed and the connector is not broken, the dilator sheath did not exhibit damage and the heat shrink tubing was not torn or cut; therefore, the complaint for breaks in the peg tube was not confirmed. Root cause couldn't be identified since no defect was found related with breaks during sample evaluation. Additionally, DHR review found no abnormal conditions that could have contributed to the reported incident. Root cause could not be determined. All information reasonably known as of 30-jul-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.